Event description:
It was reported that 10 channels out of 12 showed high impedance. The parents of the child wonder if he might bang his head against the sharp edge of his bed during sleep.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.